Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. The manufacturer's field service engineer (fse) powered on the unit and reviewed the event logs. The fse found no indication of an unexpected shutdown. It was reported that the unit was run with the tank on it and no error messages were displayed. It was reported that tech support could not confirm or duplicate the reported issue. The current device status was reported as not in use.

Event description:
The customer reported that the unit shut down while in use on a patient. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. Patient information was unable to be obtained